Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their top aligner is making their gums hurt, inflamed and are not fitting right. Their dentist told them that because of them not fitting correctly it caused a hairline fracture of their one tooth. Advise patient to hold in current aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.